Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The reported "when shutting door with or with out tubing, it seems like the pump shuts down & restarts itself" was not found during an event history log but improper shutdown was. These events are often recorded in the instance where the customer removes and reinstalls a battery module onto the device, or disconnecting/reconnecting the pump power supply; thus, a particular 'improper shutdown' event cannot be linked to the customer allegation or serve as adequate evidence of the customer experiencing the problem(s) on the field. The reported allegation was not confirmed during evaluation. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction needed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump when shutting the door with or without tubing, the pump shuts down & restarts itself. There was no patient involvement. No additional information is available.